Event description:
It was reported that the lead was returned due to an insulation break.

Manufacturer narrative:
Evaluation summary: the field experience of an insulation abrasion was confirmed. Analysis found multiple outer insulation abrasions, which exposed the rv and svc cables. The abrasion is believed to have been caused by friction to another medical device.